Manufacturer narrative:
Reported event an event regarding loosening involving an unknown gmrs stem was reported. The event was confirmed via evaluation of the provided medical records. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant: the x-rays of the showed the cemented gmrs intercalary endoprosthesis is in anatomic position. There are significant lucencies surrounding the distal femoral stem consistent with loss of fixation and failure. Loss of fixation and failure of the this cemented gmrs intercalary endoprosthesis is confirmed. The root cause of this loss of fixation and failure cannot be determined from the limited information provided. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that revision surgery took place due to a loose cemented femoral stem. Clinician review indicated that " a review of the provided medical records by a clinical consultant: the x-rays of the showed the cemented gmrs intercalary endoprosthesis is in anatomic position. There are significant lucencies surrounding the distal femoral stem consistent with loss of fixation and failure. Loss of fixation and failure of the this cemented gmrs intercalary endoprosthesis is confirmed. The root cause of this loss of fixation and failure cannot be determined from the limited information provided. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following information was provided: as per pss implant request: loosening of distal stem of intercalary femoral endoprosthesis (gmrs). Currently in place: gmrs intercalary femoral endoprosthesis 15 x 127 segmental (female) stem proximally, 13 x 127 standard (male) stem with body distally the distal stem is grossly loose, the proximal stem appears well fixed I'm planning to convert to a distal femoral replacement (gmrs) but would prefer to leave the proximal (female) stem in place I therefore need a 'converting' intercalary piece to allow the existing female stem to mate with standard intercalary segments.